Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved on the anterior, crease flat and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: two openings striated and non-penetrating nick striated on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: two striated openings due to surgical damage consist in the use of some surgical tool. Non-penetrating nick striated due to surgical tool scratch like. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade unknown. Device remains implanted.